Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The doctor reported to sales rep that an implanted cup of a primary hip replacement had been dislocated as direct result of a patient fall. The event occurred 4 days post surgery and revision surgery to replace the cup was performed without any further incident.

Event description:
The doctor reported to sales rep that an implanted cup of a primary hip replacement had been dislocated as direct result of a patient fall. The event occurred 4 days post surgery and revision surgery to replace the cup was performed without any further incident.

Manufacturer narrative:
An event regarding dislocation & loosening involving an exeter shell was reported. The event was not confirmed. -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.